Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device upgrade procedure the physician experienced difficulty inserting the quadpole left ventricular (lv) lead into the header of this cardiac resynchronization therapy defibrillator (crt-d) even after using saline. A new device was successfully implanted. This crt-d was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. During testing an is4 lv lead was able to be fully inserted into the header successfully. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.